Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located in medsurg at the account. There was no patient/user injury reported. This reported was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Hill-rom technical support suggested adjusting the casters. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Three attempts have been made regarding a resolution to this contact line, with no response. Based on this information, no further action is required.